Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that they removed first sensor and still has 2nd sensor and she got change sensor alert. Customer stated highest blood glucose today was 447 mg/dl. Customer would not like to continue troubleshooting. Customer declined troubleshooting for high blood glucose. Customer stated that her blood glucose was always running high if not running high then it will run low. Customer stated that nothing was wrong with her infusion set or insulin pump, her blood glucose just run's high. Customer stated was not in auto mode. The insulin pump will not be returned for analysis.